Event description:
Reporter indicated high lead impedance readings were obtained for a vns patient at an office visit. It was not specified on which vns diagnostics test the high lead impedance was obtained. No patient adverse events were reported. Good faith attempts for further information from the reporter are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.